Event description:
It was reported that a user experienced difficulty attaching the infusion set connector to the insulin cartridge during a supply change, initially inserting a cartridge without rewinding and then being unable to twist and seat the connector despite multiple attempts and multiple connectors, until a new cartridge from a different box allowed successful attachment. Symptoms included no adverse clinical effects. Outcomes included no medical intervention, no hospitalization, and completion of the supply change after troubleshooting and education. Investigation included technical support review and user-guided troubleshooting. Investigation of this case revealed user technique challenges with connector alignment and a probable cartridge-connector interface issue resolved by replacing the cartridge. It was concluded that the device functioned as expected after replacement of the cartridge and user coaching, with no injury reported.